Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; the battery cap cannot be removed from the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings: review of the black box data did not reveal any evidence of power issues. On examination, the battery compartment was intact and without damage. The battery cap had damage to the groove on the top of the cap. The battery cap secures properly to the pump. The pump was powered on and exercised for 24 hours without any power issues. After the investigation, the battery cap was difficult to remove from the pump. Investigation duplicated the complaint. The battery cap contact heights were evaluated and found to be within required specifications.